Event description:
Device implanted in 1995. In 2002, pt complained of pain in right hip and also a "raspy" noise was heard from hip as well. X-rays showed that the acetabular liner was totally worn out. Device was revised 3 months later.